Manufacturer narrative:
New updated and corrected information is referenced within the update statements in describe event or problem. No further follow up is planned. Evaluation summary a male patient reported the injection screw of his humapen ergo ii device was loose, and it was difficult to push the cartridge plunger forward. The patient experienced increased blood glucose levels. The investigation of the returned device (batch 0804d03, manufactured april 2008) found the pen housing cracked near the bezel. In addition, brown foreign material was observed inside and outside the drive sleeve and on the dialing screw. The presence of the foreign material on the dialing screw inhibited the proper movement of the injection screw during dosing, causing the injection force to be high. Malfunction confirmed. The user manual describes the proper care and storage of the device. It further instructs to not use the device if it appears broken or damaged and to contact lilly or their healthcare professional for a replacement pen. The patient indicated the device had been use for approximately six (6) years. The user manual states the humapen ergo ii device has been designed to be used for up the three (3) years after first use. There is evidence of improper use. The patient used the device beyond its approved use life and used the device when it was damaged. In addition, an unknown, brown foreign material was present. These may have been relevant to the event of increased blood glucose.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient. Medical history included heart disease fixing stent, coronary heart disease and hypertension. Concomitant medications included acetylsalicylic acid, atorvastatin calcium and clopidogrel bisulfate, all used for unknown indications. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) from a cartridge, 20 iu in the morning and 20 iu in the evening subcutaneously for the treatment of diabetes mellitus, beginning in 2011. On (B)(6) 2017, he was hospitalized due to coronary heart disease and blood glucose high (no values, units or reference ranges were provided). His dosage insulin was changed to 15 iu in the morning and 15 iu at night according to physician order during the period of hospitalization. No more details regarding treatment and laboratory tests done while hospitalized were provided. He was discharged from hospital on (B)(6) 2017. The patient noted that the injection screw of his humapen ergo ii device was loose and the cartridge plunger was hard to push forward ((B)(4)/lot number 0804d03). The device cracked near the bezel, and there was a brown foreign material on the dialing screw. Information regarding outcome of the events was not provided. Human insulin isophane suspension 70%/human insulin 30% was continued. The user of the device and his training status was not provided. The device model duration of use and the suspect device duration of use was about six years. The device was returned to the manufacturer on 05apr2017. The consumer reporter did not know if the events were related to human insulin isophane suspension 70%/human insulin 30% or device. Edit 31mar2017. Case was opened to enter the medwatch device fields for device mailing. No new information. Update 05-apr-2017: additional information was received from local affiliate with pc number. Pc processed accordingly. Update 19may2017: additional information received on 17may2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from unknown to yes/not (B)(4), and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient. Medical history included heart disease fixing stent, coronary heart disease and hypertension. Concomitant medications included acetylsalicylic acid, atorvastatin calcium and clopidogrel bisulfate, all used for unknown indications. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) from a cartridge, 20 iu in the morning and 20 iu in the evening subcutaneously for the treatment of diabetes mellitus, beginning in 2011. On (B)(6) 2017, he was hospitalized due to coronary heart disease and blood glucose high (no values, units or reference ranges were provided) (product complaint # not available, lot number # c475111a). His dosage insulin was changed to 15 iu in the morning and 15 iu at night according to physician order during the period of hospitalization. He was discharged from hospital on (B)(6) 2017. No more details regarding treatment and laboratory tests done while hospitalized were provided. Information regarding outcome of the events was not provided. Human insulin isophane suspension 70%/human insulin 30% was continued. The user of the device and his/her training status was not provided. The device model duration of use and the suspect device duration of use were about six years. The action taken with the suspect device was not provided and its return was not expected. The consumer reporter did not know if the events were related to human insulin isophane suspension 70%/human insulin 30% or device. Edit 31mar2017. Case was opened to enter the medwatch device fields for device mailing. No new information. Update 05-apr-2017: additional information was received from local affiliate with pc number. Pc processed accordingly.